Event description:
It was reported that following device change out the right ventricular (rv) lead threshold "shot up" and there was loss of capture (loc). It was also reported that the physician thinks the rv lead was sutured down too hard at time of device change out since this was the location of the apparent rv lead fracture. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.